Manufacturer narrative:
Initial.

Event description:
It was reported that the user contacted support concerned that lunch announcements on the ilet delivered too much insulin, citing a lunch dose of 15 units after which glucose reached a nadir of 73 mg/dl before self-treating with a cookie; the user¿s recent pattern included frequent ¿less than¿ meal announcements amid changing carbohydrate intake, and education was provided to adjust settings via an fr to align with a now more consistent diet and to avoid maladaptive under-announcing. Symptoms included a low glucose alert with a continuous glucose monitor value of 73 mg/dl, without other reported symptoms. Outcomes included successful self-treatment with carbohydrates and recovery without medical intervention or hospitalization. Investigation included troubleshooting and education focused on meal announcement accuracy and alignment with current dietary patterns. Investigation of this case revealed that incorrect meal size announcements contributed to insulin dosing that was higher than needed for the actual carbohydrate intake, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that user-related factors associated with meal announcement practices were the most likely cause.